Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc sling system on or about (B)(6) 2007 "to treat her stress urinary incontinence and other injuries." The plaintiff's attorney alleges that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization" and has other injuries.